Event description:
It was reported that the patient experienced hyperglycemia while using the iLet and self-treated the high glucose with subcutaneous insulin via pen without disconnecting the pump; an agent provided troubleshooting and education, including walking the patient through pausing and disconnecting the pump and advising to wait two hours after the last injection before reconnecting. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention with medication and classification as a serious injury or illness. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.